Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information requested but not available.

Event description:
Related manufacturer reference number: 1627487-2021-12981. Related manufacturer reference number: 1627487-2021-12985. It was reported patient¿s system will be explanted due to unknown reason.